Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a day after an implant procedure during post check interrogation, that the atrial lead exhibited loss of capture. A chest x-ray was performed and possible dislodgement was observed. The patient was brought back to cath lab for lead revision. The right atrial lead was explanted and replaced without any complications. The patient was stable.

Manufacturer narrative:
Correction:- it is unknown if chest x-ray was performed.

Event description:
New information states that it was unknown how dislodgement was confirmed.

Manufacturer narrative:
A complete lead measuring 52.0 cm was returned in one piece for analysis with the helix fully extended and within product specification. The reported event of no capture was not confirmed. The damage was found sustained during surgical procedure. The lead was otherwise normal